Manufacturer narrative:
Company comment: the serious event of vascular occlusion was considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion. Potential contributory factor includes injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a nurse, which refers to a female patient of an unknown age. The medical history of patient included hay fever. The patient does not take any concomitant medications. The patient did not receive any filler treatments or any other restylane products in the past. On (B)(6) 2023, the patient received treatment with 0.7 ml of restylane kysse (lot 20431-1) to lips, predominantly to the top lip using needle with unknown injection technique. The same day after the treatment, the patient had experienced vascular occlusion (vascular occlusion) in the lip. On (B)(6) 2023 and (B)(6) 2023, the patient was treated with 7 vials of hyalase [hyaluronidase] in total to breakdown the filler and she thought that the filler might still be partially there, hence they were closely monitoring the situation. Among the 4 vials of hyalase, 3 vials were diluted with 1500units/2ml torbac each and 4th vial with 1500units/5ml torbac. The remaining three vials were diluted with 1500units/1ml torbac each. The hcp stated that it took over 3 days to resolve the adverse event. Outcome at the time of the report: vascular occlusion was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2023 from same reporter: medical history, suspect device implant date, needle type, lot number, expiry date, event onset date, outcome and corrective treatment details were updated. V.2 fu received on (B)(6) 2023 from same reporter: suspect device implant date, event onset date, and corrective treatment details date were updated.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion was considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion. Potential contributory factor includes injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-mar-2023 by a nurse, which refers to a female patient of an unknown age. The medical history of patient included hay fever. The patient does not take any concomitant medications. The patient did not receive any filler treatments or any other restylane products in the past. On (B)(4) 2023, the patient received treatment with 0.7 ml of restylane kysse (lot 20431-1) to lips, predominantly to the top lip using needle with unknown injection technique. The same day after the treatment, the patient had experienced vascular occlusion (vascular occlusion) in the lip. On (B)(4) 2023 and (B)(4) 2023, patient was treated with 7 vials of hyalase [hyaluronidase] in total over 3 days to breakdown the filler and she thought that the filler might still be partially there, hence they were closely monitoring the situation. Among the 4 vials of hyalase, 3 vials were diluted with 1500units/2ml torbac each and 4th vial with 1500units/5ml torbac. The remaining three vials were diluted with 1500units/1ml torbac each. The hcp stated that it took over 3 days to resolve the adverse event. Outcome at the time of the report: vascular occlusion was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 16-mar-2023 from same reporter. Medical history, suspect device implant date, needle type, lot number, expiry date, event onset date, outcome and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of vascular occlusion was considered expected and possibly related to the treatment. Seriousness criteria include the need for medical intervention to prevent permanent damage. The likely root cause includes intravascular filler injection leading to vascular occlusion. Potential contributory factor includes injection technique. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane kysse no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-mar-2023 by a nurse which refers to a patient of an unknown age and gender. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date over the weekend between (B)(6) 2023, the patient received treatment with 0.7 ml of restylane kysse to lips, predominantly to the top lip (unknown amount, lot number, injection technique and needle type). After the treatment, the patient had experienced vascular occlusion (vascular occlusion) in the lip. The hcp treated the patient with 7 vials of hyalase [hyaluronidase] to breakdown the filler and she thought that the filler might still be partially there, hence they were closely monitoring the situation. Outcome at the time of the report: vascular occlusion was unknown.